Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced low blood glucose of 30 mg/dl due to over bolus. The customer's daughter stated that they treated the low blood glucose with food. The customer's daughter declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.